Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's blower motor and flow sensor assembly were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the flow sensor assembly. The flow sensor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor assembly failing was due to contamination.